Event description:
A user facility returned the olympus asset, evis exera ii duodenovideoscope, to the olympus service center. Upon inspection and testing of the returned device, it was observed there was foreign material in the suction cylinder and a gap of the adhesive between the distal end and the server plug. This report is being submitted for the reportable malfunctions found during evaluation. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to the reportable malfunction discovered, the device evaluation found the air/water supply plug was broken. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the gap of the adhesive between the distal end and the server plug occurred due to physical/chemical stress which was applied to the distal end during user handling. Based on the results of the investigation, the foreign material was unable to be identified and the root cause was unable to be determined. The events can be prevented by following the instructions for use (IFU): inspection of the endoscope. Olympus will continue to monitor field performance for this device.